Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. Provided images demonstrate the used and bloody sample outside patient with partially deployed stent graft, which leads to confirmed result. Based on the investigation of the provided information the investigation is closed as confirmed for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. Regarding access/accessories the instructions for use state: 'via the femoral route, insert a 0.035 inch (0.89 mm) super stiff guidewire of appropriate length under fluoroscopic guidance through the appropriate introducer sheath and cross the lesion'. The packaging pictograms indicate the use of a 9f introducer, and a 0.035" guidewire. The instructions for use further state: 'prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy' and 'during release of the stent graft, the entire length of he flexible deployment system should be kept as straight as possible. A slight back tension on the handgrip is recommended to ensure that the deployment system is stationary and straight'. Regarding damage, the instructions for use state: 'visually inspect the fluency plus vascular stent graft to verify that the device has not been damaged due to shipping or improper storage. Do not use a damaged device'. Regarding pta, the instructions for use state: 'pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician'. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, after a small portion of the stent was opened at the head end of the stent, the subsequent retraction of the y-valve continued. Furthermore, during the retraction, it was allegedly found that the remaining portion of the stent could not be deployed. Reportedly, the stent was removed and replaced with a new stent. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, after a small portion of the stent was opened at the head end of the stent, the subsequent retraction of the y-valve continued. Furthermore, during the retraction it was allegedly found that the remaining portion of the stent could not be deployed. Reportedly, the stent was removed and replaced with a new stent. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.